Manufacturer narrative:
The 510(k) cannot be identified without information on the device used. The device was not returned for evaluation.

Event description:
Per court document received, patient underwent arthroscopic surgery for his shoulder in 2007, and a stryker painpump was placed for post operative pain. The patient now alleges that they have chondrolysis, and will require additional surgeries as a result.